Event description:
The manufacturer was contacted regarding a noise the device produced during use. The respiratory therapist also confirmed hearing a noise that resembled a mechanical or electrical powering-down sound. The patient had been using a recalled device and only discovered the recall during the call. The patient reported a hospitalization for pulmonary issues and was under the care of a pulmonologist. She also experienced shortness of breath and was under a cardiologist's care due to a pacemaker implantation. The patient planned to continue follow-up appointments with the pulmonologist, cardiologist, and their primary care physician to monitor her condition. The patient's daughter had been in contact with their durable medical equipment (dme) provider, who stated they did not have a replacement for the patient. The respiratory therapist requested information about the recalled device and informed the patient's daughter that the device information had been sent; however, it was not received or provided by the dme and was subsequently sent via direct shipment. The manufacturer's investigation is ongoing, and if additional relevant information is received, a follow-up report will be filed.